Event description:
It was reported that the day after device implantation, the pt could not move or feel either leg. The pt's healthcare provider (hcp) suggested that an MRI be performed. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).